Event description:
November 2, 1998, patient allegedly complained of dislocation. Manual manipulation was performed, hence bipolar cup and inner head were completely disconnected. Confirmed by x-ray. Dr's observation: direct cause was that patient twisted her waist while sitting on the bed, although this posture was prohibited by dr. Original surgery due to femoral neck fracture.